Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder was noted. Front cap shell locked properly in place. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Inpen passed front cap investigation. During visual inspection, inpen failed dialing alignment. Two tick marks appear in dose window when zero mark appears in the alignment gage window. In addition, broken bayonet sleeve not allowing cartridge holder to stay in place. In conclusion: inpen received with no physical damage to cartridge holder. The cartridge holder locks properly. Therefore, the customer concern of cartridge holder being damaged could not be confirmed. Unable to test against dose log inaccuracy due to broken bayonet sleeve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the middle part was broken and the dose log was inaccurate. The customer reported no adverse event. The event involved product(s) mmt-105nnpkna. Troubleshooting was performed, and it was unknown whether the issue was resolved. No harm requiring medical intervention was reported. Mmt-105nnpkna was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.